Manufacturer narrative:
The subject product was discarded by the user facility and not returned for evaluation. Based on the information provided this was not an out of box condition and may have been the result of product manipulation by the user. However, without having the sample to evaluate no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in october, 2018 discarded by user facility.

Event description:
It was reported that on (B)(6) 2019 a bard/davol 3dmax mesh was being used for a robotic inguinal hernia repair. As reported the mesh tore during attempted placement. As reported the tear was near the edge where the surgeon was grasping the mesh to insert it into the abdomen. The contact stated, "I want to say that it was torn in more than one spot" and that he "was using a different grasper than usual. It was a smaller one but don't know if that would have made a difference." The mesh was discarded and another was brought in to complete the case without further issue. There was no injury to the patient.